Event description:
Customer reportedly received result of 124 mg/dl on the advantage system while using comfort curve test strips, and result of 66 mg/dl on lab value within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was given juice which she was able to consume on her own. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.